Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic, an occurrence of low pacing lead impedance, occurrences of high pacing lead impedance, decrease in p-wave amplitude and capture anomaly were observed on the right atrial lead. Programming modifications were performed. The lead remains implanted.